Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Manufacturing site for the freestyle navigator sensor was omitted from the 30-day initial report. Manufacturing site for freestyle navigator sensor: (B)(4).

Manufacturer narrative:
The reported receiver and transmitter were returned for investigation and investigated with retained test strips. The receiver was calibrated successfully to the calibration code. The receiver passed functional test and the receiver was able to detect a sensor. The complaint could not be confirmed.

Event description:
An adc sales representative reported that on (B)(6) 2014, a customer reported a calibration failure with their adc meter, stating there was no sensor data. Customer reported that he inserted a new sensor on (B)(6) 2014, and on that evening while sleeping, there was an alarm message from the system and a message that appeared on the system receiver that his wife did not understand. Approximately 30 minutes after the message was received, the customer began "shaking while sleeping and was unconscious". Paramedics were called and upon their arrival, customer's blood glucose was checked (reading unspecified) and customer was reportedly diagnosed with hypoglycemia. Customer was transported to a local hospital where he was administered "IV glucose solution" and glucose gel and hospitalized for 4 days. There was no report of death or permanent injury associated with this event.